Event description:
It was reported that customer experienced a minimum fill notification while attempting to load new cartridge and tried multiple cartridges in an effort to resolve issue before contacting support. There was no reported impact to the customer¿s blood glucose level. Customer was ultimately able to complete cartridge loading and resume insulin delivery, and technical support arranged shipment of replacement cartridges and infusion sets to replace those used during troubleshooting.